Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the wire hung up on the introducer was confirmed and the damage was determined to be use related. One 5 fr x 7 cm microintroducer was received with a damaged stylet wire. Blood residue was observed on the microintroducer. The dilator was received attached to the introducer sheath. The edge at the distal tip of the sheath showed discontinuities and deformation, which is consistent with abrasive wear from the stylet being pulled across the edge of the sheath. The stylet was received separate from the introducer, but was still attached to a t-lock extension set. The distance between the distal end of the black tab and the surface of the septum on the t-lock extension set was 12.2 cm. The coil wire was stretched and elongated over the stylet core wire. The coil wire was received in two segments. The proximal segment was still attached to the black tab and stretched over the core wire. A second segment was elongated and received separate from the stylet core wire. The core wire extended 75.7 cm from the distal end of the black tab. The distal tip of the exposed core wire was microscopically examined and was noted to be uneven and granular, which is indicative of a break. The weld tip was not present on the returned stylet. The adjoining ends of the coil wire were also noted to be granular. It is unknown why the stylet was in contact with the introducer sheath. The stylet should always be shielded from the introducer by the catheter. Before insertion through the microintroducer, the stylet should be repositioned or retracted through the t-lock extension set until the stylet tip is contained inside the catheter. Since the product code was not provided, it is unknown what type of PICC was being placed. The findings of the investigation suggest that the damage occurred during use and could be related to an improper procedure.

Event description:
It was reported by the sales rep that the PICC was placed in ir and the wire was hung up in the introducer causing problems, it did not go into the vessel. The rep stated it was frayed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the PICC was placed in ir and the wire was hung up in the introducer causing problems, it did not go into the vessel. The rep stated it was frayed. No patient injury was reported.